Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented for a device interrogation. It was noted that the implantable cardiac monitor was unable to be interrogated.

Event description:
New information received notes that the implantable cardiac monitor was explanted and replaced due to premature battery depletion. The patient was stable.

Manufacturer narrative:
Reported event of premature discharge of battery and failure to interrogate were confirmed. The device was received from the field unable to be interrogated. A longevity calculation was performed and found the battery depletion was premature. Further analysis performed after installing new battery found no anomalies. The cause of premature battery depletion could not be determined.